Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface circuit board. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that customer received a blank screen display. Customer's blood glucose was 340 mg/dl, which was treated with manual injection. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.